Manufacturer narrative:
Serial #: none.

Event description:
A review of the events indicated that four (4) patient samples tested on the galileo neo, automated blood bank system produced inaccurate results. Out internal review indicated that three (3) patient sample tests produced unexpected false negative results for antibodies. Specifically, the malfunctions produced one false negative result (1) for the anti-c antibody; one (1) false negative result for the anti-jka antibody and one (1) false negative result for the anti-k antibody. In addition, one (1) instrument malfunction produced inaccurate aborh results based on historical information for the patients using the abo forward typing assay; with one (1) inaccurate result for anti-b; producing a b positive result for a historical b negative patient. Subsequent testing of reagent retention lots and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. No single reason for the false negatives were determined and the malfunctions were allocated against the analytical instrument.